Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a single port laparoscopic bowel procedure, the clips would not form; some unformed clips were put in a plastic jar as evidence. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.